Event description:
Device 2 of 4. Reference MFR report#: 1627487-2012-06153, 1627487-2012-06155, 1627487-2012-06156. It was reported is not receiving adequate coverage. It was also reported the patient is experiencing pain at the ipg site. The patient may undergo x-rays on a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.